Manufacturer narrative:
The device was not returned for evaluation. No direct cause could be determined from the information received. A search of feedback history identified no similar malfunctions in this product lot. Nova eye will monitor for future similar occurrences. No patient harm occurred.

Event description:
The itrack advance catheter distal shaft tubing seperated from the mid shaft during a procedure. Upon exit of the cannula from the eye, the internal catheter components were visible. No catheter material remained within the anterior chamber or schlemm's canal. No additional action was required.